Event description:
During an atrial fibrillation combined with a cavo tricuspid isthmus (cti) ablation procedure, a carto 3 rmt mapping system, lasso navigation eco catheter and navistar rmt thermocool catheter were used. A transesophageal echocardiogram was performed previous to the procedure. The patient had a history of a hemorrhagic stroke. After the procedure the physicians realized that the patient had a brain embolic stroke, confirmed by magnetic resonance imaging (MRI). The details of the event is unknown. The patient is now recovering.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. This device was not returned for investigation. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4); c3 external reference patch, model #: d-1283-02, serial #: unk; lasso nav variable eco, model #: d-1343-01-s, serial #: (B)(4).